Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Nurse reported the patient was hospitalized 3 different times for 2-3 days due to diabetic ketoacidosis, and it is believed this could have been caused by an infusion device malfunction. No error messages were received on the infusion device. Nurse was unable to provide what treatment was received. The patient was "near" unconscious and his blood glucose was approximately 900 mg/dl. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.